Event description:
Per summons: pt sustained "personal injury and disfigurement, endured great pain and suffering, suffered a loss of normal life and incurred medical bills". Apparently, the user did not have anti-tippers installed.